Event description:
We received an allegation that questionable inr results for one patient tested with the coaguchekxs meter may have contributed to the patient's alleged stroke and an allegation of questionable results when the patient tested consecutively. The date of the event is an approximation. The patient reportedly had a stroke 3 weeks ago while at work. The patient's warfarin dose was allegedly too low. The patient underwent a computed tomography (CT) scan that reportedly confirmed a diagnosis of a stroke caused by a blood clot in the mechanical valve that went to her brain. The patient is reportedly in stable condition but allegedly lost her ability to speak. On 12-sep-2024: the meter result was reportedly 1.6 inr. After ten minutes, the meter result was reportedly 2.1 inr. The patient's therapeutic range was reportedly 2-3 inr. The interval of testing was reported as "2 a week since having a stroke 3 weeks ago". The patient's inr results before the stroke and during the hospitalization were requested but not provided.

Manufacturer narrative:
The meter's serial number is (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3 - occupation: patient/consumer.

Manufacturer narrative:
The reporter's meter was submitted for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.9 inr. Qc 2: 2.8 inr. Qc 3: 2.9 inr. The obtained qc values were within the allowed range of the used combination strip lot¿qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. The investigation did not identify a product problem.